Event description:
The customer reported that the 840 ventilator had an erratic screen. There was no pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) cpu pcb. Covidien was not authorized the repair the unit.